Event description:
It was reported by the customer there was blood reflux at the catheter adapter after disconnection of the main line (significant blood reflux). Caregivers added a bidirectional valve to create a closed system. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back was determined to be inconclusive. The product returned for evaluation was a 5fr single lumen powerpicc solo. Use residue was observed throughout the catheter. An attempt to flush the sample with water using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The sample was filled with water and held from the distal end. The sample did not leak from the valve when held from the distal end. Microscopic inspection of the valve was unremarkable. Although the valve functioned as intended during functional testing, other contributing factors may have caused the valve to fail. The complaint of bleedback is inconclusive because the clinical conditions related to the reported event could not be replicated. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer there was blood reflux at the catheter adapter after disconnection of the main line (significant blood reflux). Caregivers added a bidirectional valve to create a closed system. No other information was provided. Additional information received: "as the solo valve was apparently no longer working, I advised changing the device, given the risk of gas embolism when manipulating the catheter adapter, as there was no clamp on the PICC solo. I don't know whether or not the device has been removed from the patient."

Event description:
It was reported by the customer there was blood reflux at the catheter adapter after disconnection of the main line (significant blood reflux). Caregivers added a bidirectional valve to create a closed system. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.